Event description:
The pt had with a thoracic aortic aneurysm with a history of stroke. A planned conduit was placed at the distal aorta using a 100 mm dacron graft. A gore thoracic endoprosthesis was successfully implanted without incident. Duplex imaging revealed all vessels were open post procedure. Twenty four hours post procedure, the pt experienced a massive stroke and expired.